Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the glass lor syringe was found broken upon opening the package. However, the user used the kit as it was. He/she was not injured by the broken syringe. No photo available."

Manufacturer narrative:
(B)(4). The reported complaint of the lor syringe being broken was confirmed based on the investigation of the sample received. The customer returned one empty with one 5ml glass lor syringe nrfit. Visual examination of the returned sample revealed the lor syringe appeared to be broken at the top of the plunger. A device history record review was performed on the epidural kit and the lor syringe with no relevant findings. Since it cannot be determined when the syringe became damaged, the potential cause of this complaint could not be determined. No further action is required at this time.

Event description:
It was reported that: "the glass lor syringe was found broken upon opening the package. However, the user used the kit as it was. He/she was not injured by the broken syringe. No photo available."